Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level customer blood glucose level was over 400 mg/dl and sometimes can drop to the 40 mg/dl after bolus treatment. Customer current blood glucose level was 149 mg/dl. Customer stated that the auto mode feature was active at the time of event. The customer stated that insulin pump had insulin flow block alarm and resolved by complete set change. Customer stated that infusion set was leaked. Customer declined troubleshooting for event. The device will not be returned for analysis.